Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had clogged cartridge issues. There was no reported impact to customer's blood glucose. Not additional information was provided.